Event description:
The patient reported that he went to the hospital for a procedure, but it was cancelled because his blood glucose was elevated to 583 mg/dl. The patient experienced symptoms of extreme dry mouth and frequent urination. To bring his blood glucose down, a hospital staff member gave him 3 units of insulin by injection. The patient continued to wear his infusion device, and changed out his infusion set. The next day the patient's blood glucose was down to 187mg/dl, so he underwent the procedure. After the procedure, the patient's blood glucose went up to 300 mg/dl. The patient changed out his infusion set, insulin cartridge and administered a bolus to try and bring his blood glucose down. The patient stated that he did not think his infusion device was delivering his basal rate. The patient was advised that stress and anesthesia could have contributed to his elevated blood glucose. The patient also reported using the piston rod longer than recommended. The patient's blood glucose would not come down, so he switched to his back-up infusion device. After switching to his back-up device, his blood glucose level began to improve. The patient's normal blood glucose range is 80-120 mg/dl. Product will not be returned to evaluation.

Manufacturer narrative:
No product will be returned for evaluation.